Event description:
It was reported that there was a lead impedance warning. It was also reported that the right atrial (ra) lead had high impedance, oversensing and high threshold. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there was high resistance/impedance. The save 2 disk data shows an atrial lead alert time = (B)(6) 2012, 9:40 am., atrial impedance at implant = 606 ohms and an atrial lifetime impedance maximum /minimum = 34018/470 ohms.